Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years (37 months) due to regurgitation and paravalvular leak. Per the operative report: "...half of the valve suture line was dehisced, no sign of infection... The bovine prosthesis was removed and the annulus debrided. Size was determined with a valve sizer ...[and] a #29 pericardial valve [was placed] ... Bypass [was] terminated without difficulty." No other details provided.

Manufacturer narrative:
The explanted device was returned to edwards in order to confirm the reported event. Unfortunately, the device was received with all 3 leaflets cut up; therefore, the root cause of this event could not be conclusively determined. No further actions are possible with the available information.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors. In this case, the op report documents dehiscence, which was likely the cause of the patient's leak. No further actions are possible with the available information.